Event description:
It was reported that the device wont turn on. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a,b,c,d and g grids and manufacturer narrative(chr,DHR and shr statements). Correction : common device name, if other specify, initial reporter phone. Omit : a070803 - failure to power up (1476), g07001 - part/component/sub-assembly term not applicable (4755). Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11sep2019. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11sep2019. The review was performed from the date of manufacture to the present date 08apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device wont turn on. There was no patient involvement.